Manufacturer narrative:
No patient and sample information was provided. The customer stated there was no qc issue. System check data was not provided. The customer did not provide any information indicating instrument malfunction. Service was not dispatched as the customer was not questioning instrument performance.

Event description:
A customer was contacted by beckman coulter inc. (Bci) regarding accutni assay performance and indicated an occurrence of false positive troponin (accutni) results generated by unicel dxc 600i access 2 immunoassay system for one patient approximately 6 months ago. The erroneous results were reported out of the laboratory. The patient underwent a cardiac catheterization procedure, which yielded no finding, and the cardiologist questioned the troponin assay results. There was no instance of death, injury, or serious medical deterioration for this patient associated with this event. Note: the event date is assumed as the customer could not provide exact date of the event. This report is on the 2nd sample from the patient. The related events on the 1st and 3rd samples from the patient are reported in report# 2122870-2011-01074 and 2122870-2011-01069, respectively.